Event description:
A medtronic representative reported that during a non-clinical educational training the c-arm was shaken and the navigation software did not stop the 3d scan from acquiring as intended. There was no patient present.

Manufacturer narrative:
There was no patient present. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.